Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges pain, weakness and increased metallic ions in the blood. Update 2/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported physical and emotional pain and suffering, weight gain and inability to exercise. The revision surgical note dated (B)(6) 2014 reported patient was revised for infection, continuous pain, and during surgery patient lost 1800ml of blood, a rush of cloudy grayish-yellow fluid when joint entered, notable amount of brownish almost metallosis around the proximal sleeve and the hip to be fairly unstable. All components were removed, then depuy components with antibiotic cement/spacer were placed as a temporary measure to treat infection in the first step of a two step process. The patient was implanted with permanent competitor products during second step of process on (B)(6) 2014. Sleeve, cup, and 2 screws added to complaint but not reported for the infection because infection was 4 yrs and 3 months after primary. Stem is being added for allegation of increased metal ions.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2876580 and 2881243 did not reveal any related manufacturing anomalies. No related or similar reports found against the remaining product/lot code combinations. Medical records were reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges loosening of cup, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.